Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that during an examination the arm movement stopped when conducting a 3d scan. The fse determined that the reported problem was due to errors of the proximity sensors. To resolve this issue, the fse adjusted the connections of proximity sensors in the lamp cover and calibrated them. After the repair, the system was returned to be used in good working condition. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that during an examination the arm movement stopped when conducting a 3d scan. The system was in clinical use. No harm has been reported to philips. A philips engineer visited site and adjusted the connections of the proximity sensor. The device was returned to expected functionality.